Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not remember the last time she recharged her ipg. In turn, the charger can no longer communicate with the ipg. A replacement charging system was sent to the pt to address the issue.